Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot b8011, and no non-conformances were identified. Investigation summary: one intact pack & two open packs were received for evaluation. During visual inspection of openly received sutures, needle bending & needle breakage was evident. As complaint sample pack was received in open condition, functional product evaluation cannot be performed on received sample. Intact pack was opened & needle curvature was found normal. As needle is already swaged, function tests could not be performed the batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run & serility records were reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to needle, needle quality requirements were evaluated on retain samples. Five needle retain samples were retrieved for analysis. For needles, needle description, bore & wire diameter, bore depth,, % stiffness & ductility tests were performed on retrieved 05 ea retain samples . Needle retain samples were found complying to respective specifications. Needles quality requirements were found meeting respective needle specification. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many device failed in this procedure? 2, how many needles bent and broke? 2, how many needles bent without breaking? 2. Additional device reported in mw 2210968-2019-89120.

Event description:
It was reported that a patient underwent a laparotomy procedure in 2019 and suture was used. The needle bend and broke during the procedure. The procedure was not delayed and was completed successfully. There were no adverse patient consequences reported.